Event description:
It was reported that the control module received an l3-021 vacuum error during a breast biopsy. The case was completed with another control module with no pt consequence.

Manufacturer narrative:
Eval summary: the analysis site found that the control module's tubing harness was creased causing the unit to have no vacuum and display l3-021 errors. The pump mounts were worn causing the pump to be noisy. The vso replaced to correct the complaint. The site also replaced the pump mounts. The control module was serviced, then functionally tested, and was found to operate properly.